Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to guide wire had penetrated the body of this lead. During insertion, the tip of the guidewire was exposed between the electrodes. This lead was never in service. No adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to guide wire had penetrated the body of this lead. During insertion, the tip of the guidewire was exposed between the electrodes. This lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Upon receipt at our post market quality assurance laboratory, visual inspection revealed a puncture hole in the lead insulation approximately 56mm from the tip, from the guidewire escaping the lumen.